Event description:
It was reported that the device had a cassette not attached error. There was unknown patient involvement.

Manufacturer narrative:
B3: unknown; no information has been provided to date. E1: phone number ext # (B)(6). H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Functional and occlusion tests were performed, and a defective downstream occlusion (dso) sensor was found. The customer's problem was replicated. The cause of the problem was contamination of the dso sensor, and it was replaced to fix the issue.